Event description:
The customer reportedly received the following results on the accu-chek active s system within 10 mins: 210mg/dl, 94mg/dl and 146mg/dl. The customer reports that she was not feeling well and experienced achiness, back pain and nausea, the day of the event. No reported action taken. No adverse event reported. The customer discarded the meter and strips. The suspected product is unavailable for return; replacement was sent.